Event description:
It was reported the programmer was unable to interrogate and showed the black screen with wording "serious programmer problem". The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that when attempting to interrogate a device, the programmer would go to the black screen and display an error. (B)(4): analysis found that the radiofrequency (rf) head would not interrogate a device, the cable was out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).